Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the information provided by the user facility that the procedure was completed without any problems after replacing the olympus 190 series endoscope with a 180 series colonoscope, omsc concluded the following: communication between the endoscope and the video system center may have failed and the scope communication error b30 may have occurred, due to a failure of the output socket unit of the olympus 190 series endoscope or light source that was connected at the time of the reported phenomenon. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. According to the information provided by the olympus engineer, the reported event was not confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that immediately before the colonoscopy, the scope communication error b30 occurred. Error code b30 means that the video system center cannot communicate with the endoscope. The user cleaned the electrical contacts on the video system center, however the issue could not be resolved. When connecting the olympus 190 series endoscopes owned by the facility, the scope communication error b30 was displayed on the monitor in all cases. Therefore, the user replaced the endoscope with an olympus 180 series colonoscope and completed the procedure without any problems. The patient had to wait a short time until falling asleep under anesthesia, but the procedure could be started. After completing the colonoscopy, the patient could be discharged from the outpatient clinic without any problems. There was no report of patient injury associated with the event.